Event description:
It has been reported that the pt had a left heart catheterization. At the end of the procedure the nurse removed the sheath, held manual pressure. The pt had a retro-peritoneal bleed and was treated with a unit of blood. The pt stayed in the hosp an additional 1-2 days. The device is not being returned for analysis.